Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) with a prolapsed posterior leaflet. An xtw was implanted without issues. To further reduce mr, an xt clip was advanced and placed laterally. While attempting to deploy the clip, it was observed it opened to 25 degrees while establishing final arm angle (efaa). It was noted a lot of tissue was grasped in the clip. The clip remained stable on the leaflets, therefore, the clip was deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and per the physician, the reported unintended movement (clip opening while establishing final arm angle) appears to be related to patient anatomy and user technique/procedural conditions and due to a lot of tissue being grasped in the clip. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).